Event description:
It was reported that the patient fell and the ipg came out of the pocket site. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred two weeks after the device was implanted.